Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they were unable to change programs. They went to the doctor's office 2 weeks ago and saw a manufacturing representative (rep) who assisted them with changing programs and wouldn't let them go to another level, but the new program hadn't worked at all. They reported that they connected to their device and the screen didn't display their current program, thus wouldn't provide an option to change programs, when they were previously able to do so. On (B)(6) 2024 they were at the hospital for an MRI and they reiterated the same issue about how they couldn't access other programs, but they didn't have their equipment with them, so troubleshooting was unable to be performed.  The patient needed to also enter MRI mode, which the patient confirmed they understood how to do so. The rep was contacted to try and help and they reported that they would reach out to the patient and coordinate with their doctor's office.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the cause of not being able to change programs/not seeing other programs was determined. The patient stated the rep walked them through to steps to add the extra settings. Issue was resolved by adding the new settings.